Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A administrator reported that following an intraocular lens (iol) implant procedure, the patient experienced poor quality vision. The lens was explanted in a secondary procedure after 10 months of initial implantation. The clinical reason for the explant was failure to neuro adapt. Additional information has been requested.

Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. One haptic was broken in the gusset area (not returned). The optic was torn/split/cracked (possibly cut) from edge past center of the lens. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).